Event description:
It was reported that the scissors were not as sharp as the customer expected. Product analysis could not confirm any issue with the cutting ability, but there was damage to the insulation at the end proximal to the user. The engineer described the potential for it to cause anyone harm to be remote due to the location of the damage.

Manufacturer narrative:
(B)(4). The product analysis determined that no cut defect was found. The instrument passes the cut test. However, there is an impact on the proximal part of the sheath, which led to the failure of the electrical tests. This part is close to the handle and cannot be in patient contact. The electrical risk is very low. The most probable cause of this impact on the instrument is a shock with another instrument or a trocar during its use or its reprocessing.